Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Resistance was encountered while attempting to advance the pod8 out of its introducer sheath and the pod8 could not be advanced any further. Conclusions: evaluation of the returned pod8 revealed that the embolization coil winds were offset inside it the introducer sheath. This type of damage typically occurs if the device is forcefully advanced against resistance. The root cause of resistance could not be determined. During the functional test, resistance was encountered while attempting to advance the pod8 and was unable to advance out of its introducer sheath. The offset coil winds likely contributed to the pod8 not being able to be advanced during the procedure and the function test during evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, the physician experienced resistance and was unable to advance a pod8 through its introducer sheath and into a lantern delivery microcatheter (lantern); therefore, it was removed. The procedure was completed using another pod8, ruby coils and the same lantern. There was no report of an adverse effect to the patient.